Event description:
Information was received from a patient's representative (rep) regarding an implantable neurostimulator. The reason for call was patient rep stated that the device is not working. Patient rep stated that they have tried a number of things and they get a message on the controller that says settings not available. Patient rep mentioned the patient can't make any adjustments on the device. During the call, patient rep unlocked the controller battery empty cannot provide stimulation. Recharge your implanted device, controller showed 100% and implant red. Agent reviewed meaning of settings not available message with patient rep. Patient rep mentioned it seems like the implant battery goes dead always, the patient charged their implant everyday and the implant used to last a couple days. Agent reviewed with patient rep that the implant battery is dependent on the therapy settings and usage. Patient rep mentioned the patient was not feeling the stimulation and were not getting any feeling from the stimulation for a couple weeks now. Agent reviewed role of the rep. The issue was not resolved. The patient was redirected to their healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.